Manufacturer narrative:
(B)(4). H6 health effect clinical code - chills. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The patient symptoms included feeling tired, very cold and head felt like spinning, ears ringing and was hard to focus. The values were cgm 48mg/dl and on the bg meter 28 mg/dl (taken by the patient). Her friend gave her juice to drink and did a bg fs which read 33 mg/dl. The patient remained at home with her friend and her bg level stabilized. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
Primary UDI number - correction. H2 correction.